Event description:
The reporter stated that she did back to back blood glucose tests, within minutes, using different finger sticks. Her results were 146 and 113 mg/dl. She did not have any symptoms. During troubleshooting, cleaning procedures were reviewed, since the reporter had never cleaned her meter. Control solution testing could not be done due to unavailability of supplies.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8